Manufacturer narrative:
Visual analysis was performed on the returned device. The reported tip detachment was not confirmed; however, the inner member/jacket separated from the distal end of the ratchet stem. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no indication of a lot specific product issue. The investigation was unable to determine a cause for the reported the tip detachment. It may be possible that the distal end of the introducer sheath was angled or bent in the anatomy such that during withdrawal, the tip caught on the edge of the sheath and separated; however, this could not be confirmed. The additional treatment to remove the tip via snare was due to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a concentric, mildly calcified, de novo lesion in the distal superficial femoral artery (sfa) to the right popliteal artery. Pre-dilatation was performed then a 5.0x120mm supera self expanding stent system (ses) was implanted at the lesion. It was confirmed under fluoroscopy that the stent emerged from the sheath and was fully released before the thumb slide was retracted, locked and the sds was removed from the anatomy. Under fluorography, the tip portion of the ses was observed separated at the distal edge of the stent and remained on the guide wire. The separated portion was removed with a snare. Another supera stent was used to successfully complete the procedure. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.